Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, patient experienced thrombocytopenia. It was noted that because of thrombocytopenia, the physician wanted to avoid more heparin and therefore continue to carry bicarb in irrigation. No additional information was provided. No patient harm or injury noted.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The cause of the issue was not determined since product/data was not returned. All pertinent information available to abiomed has been submitted at this time. B5 updated to include placement signal issue. D10 concomitant medical products and therapy dates. G1 reporting contact email updated.

Event description:
It was reported that a patient on impella cp experienced an intermittent placement signal and not reliable alarms.